Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01462. It was reported the patient's pain relief from the scs system diminished since falling over and hitting his head on the wall. A company representative met with the patient but was unable to restore effective stimulation coverage via reprogramming of the patient's scs system due to high lead impedance on the right side lead. Subsequently, surgical intervention was taken and one of the patient's scs leads was replaced. Reportedly, during the procedure a visible fracture was observed. Effective stimulation therapy coverage was reportedly restored postoperatively.

Event description:
Device 1 of 2:reference MFR report: 3006705815-2018-01462 .